Event description:
It was reported that the device was used during a colon resection. The anvil was attached, and when dialing down, the anvil popped off. They caught in time to reattach and complete the case. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.